Manufacturer narrative:
Investigation: visual inspection no significant deformations or damage of the valves were detected during the visual inspection. Permeability test a permeability test has shown that both valves are permeable. Adjustment test the progav 2.0 valve was tested and is adjustable to all specified pressures. Breaking force and brake function test the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Results first we performed a visual inspection of the progav 2.0 shunt system. No significant deformations or damage of the valves were detected during the visual inspection. Next we tested the permeability of the valves. Both valves were shown to be permeable. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav 2.0 valve. The valve operated as expected and met all specifications. Finally, we have dismantled the valves. Inside the valve we have found significant build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of occlusion. At the time of our investigation, the valves were shown to be permeable. This is likely due to the deposits observed inside the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph meithke gmbh & co. Kg.

Manufacturer narrative:
Patient height 60 cm; exact weight (B)(6) kg. Manufacturing site evaluation: investigation on-going. Additional information and / or investigational results will be provided in a supplemental report.

Event description:
It was reported that there was a post-operative issue with the shunt system. The patient was initially implanted on an unspecified date with a progav system. There was suspected blockage. A revision was performed due to the malfunction.